Manufacturer narrative:
Citation: kagawa s, matsumura y, matsumoto r, et al. Large tissue debris causing cerebral embolism after transcatheter aortic valve replacement. Int heart j. 2024;65(1):152-154. Doi:10.1536/ihj.23-337 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a medtronic 26 mm evolut pro valve. In their account of the procedure, the authors noted that a balloon dilation was performed with a 20 mm non-medtronic inoue balloon before deployment of the valve. The authors stated that the balloon was slipped through the native aortic valve three times upon dilation despite rapid ventricular pacing. Afterward, the evolut pro was successfully implanted, with mild paravalvular leak observed on transesophageal echocardiography. Following cessation of general anesthesia, the patient did not fully wake up, and right hemiplegia was identified. Diagnostic imaging, including magnetic resonance angiography, diffusion images, and cerebral angiography, confirmed a cerebral infarction resulting from total occlusion of the m1 segment of the middle cerebral artery. Consequently, recanalization of the middle cerebral artery was successfully performed using a non-medtronic mechanical aspiration device. As described in the article, histopathological analysis revealed the aspirated material to be a tissue fragment that was comprised mainly of smooth muscle, which was thought to be from the aortic valve or aortic wall. At discharge, transthoracic echocardiography confirmed a well-seated evolut pro valve with no significant paravalvular leak. The authors explained that the patient only had partial improvement of the right hemiplegia despite successful early reperfusion therapy and the national institutes of health stroke scale score before discharge was 9. The patient was transferred to another hospital for rehabilitation purposes at one month after tavr. No further information was provided pertaining to the evolut pro valve.